Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized 4 different times with high blood glucose and diabetic ketoacidosis since early (B)(6) 2019. The customer also reported low blood glucose in (B)(6) 2019. The customer stated they do not feel their highs or lows. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported the pump buttons were harder to press and they were getting unexplained no delivery alarms. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.